Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-17964; related manufacturer report number: 2017865-2020-17965; related manufacturer report number: 2017865-2020-17966. It was reported that the patient experienced an infection and redness around device area. It was unknown if the infection was caused by device implant. The system was explanted. The patient was in stable condition before, during, and after the procedure.